Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet with insets, including a bent infusion needle and a dislodged site that was taped down before being replaced; the patient¿s blood glucose meter readings were in the high 300s while a libre 3 sensor read high, and the patient was subsequently directed to change the infusion site, manually inject insulin, and later presented to the emergency department where the pump was disconnected and treatment was provided before the patient later reconnected. Symptoms included hyperglycemia. Outcomes included an emergency department visit and medical intervention. Investigation included troubleshooting and education, follow-up for blood glucose checks, and additional user training. Investigation of this case revealed a compromised infusion site with a bent cannula and likely poor infusion due to site displacement and repeated use of the same area, which is consistent with infusion set or insertion-related problems. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.